Event description:
Baxter affiliate reports one incident of a pt reaction with the psn 140 dialyzer. Within 2 hours of beginning dialysis, it was reported that the pt's temperature rose to 37.5 degrees c. Treatment was stopped and the temperature subsided. It was also reported that the pt was hospitalized overnight as the pt was hypertensive and complained of feeling fatigued and weak. Pt has dialyzed with a membrane of a different type of dialyzer successfully without further incident. It is reported that the pt's symptoms have resolved.